Manufacturer narrative:
It was noted that the device is not available for evaluation because the hospital retained it. Additional information has been requested and if received, will be provided in the supplemental report. Hospital retained.

Manufacturer narrative:
An event regarding limb length discrepancy involving a ceramic head was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed due to hospital policy. Medical records indicated that insufficient information was received for review with a clinician consultant. Device history review could not be performed as the lot ID is invalid. A complaint history review could not be performed as the lot ID is invalid. The exact cause of the event could not be determined because insufficient information was received.

Event description:
It was reported that head exchange on a right total hip. The patient complained of leg length discrepancy. Surgeon removed femoral head and put in a shorter head.

Event description:
It was reported that head exchange on a right total hip. The patient complained of leg length discrepancy. Surgeon removed femoral head and put in a shorter head.